Event description:
The event occurred in japan. It was reported that the error message ¿referenc error¿ occurred on the rotaflow console and the pump stopped due to the "referenc error" during patient use. The customer used the emergency drive and replaced the affected rotaflow console with another rotaflow console. The pump had been used on a patient who was in a bad condition, and the patient later passed away, but the pump had only been stopped for a short time and his blood pressure was stable, so there is no causal relationship to this error according to the customer. Due to the reported death of the patient a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the japanese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701051711.

Manufacturer narrative:
The event occurred in japan. It was reported that the error message ¿reference error¿ occurred on the rotaflow console and the pump stopped due to the "reference error" during patient use. The customer used the emergency drive and replaced the affected rotaflow console with another rotaflow console. The pump had been used on a patient who was in a bad condition, and the patient later passed away, but the pump had only been stopped for a short time and his blood pressure was stable, so there is no causal relationship to this error according to the customer. Further information has been provided by the ssu (sales and service unit) dated on 2025-07-22 as follows: a dialysis patient was urgently hospitalized for chest pain on (B)(6) 2025. Cag was performed on (B)(6) 2025, but no lesion was found, and the patient was moved directly to the ICU. Chest pain developed again late at night on (B)(6) 2025, the patient became unconscious, and suffered a cardiac arrest, so ECMO was started at 5:40 am on (B)(6) 2025 (using rotaflow). There was no change in the patient condition before or after device replacement. The exact date of the death was on (B)(6) 2025. Due to the reported pump stop during treatment a report is required. The affected rotaflow console with s/n: (B)(6) was investigated by a getinge field service technician and the reported failure could not be reproduced. No parts has been replaced. The device was tested and passed all functional and safety tests according to the specifications. A medical review was performed by getinge medical affairs on 2025-08-07 with following conclusion: "the reported event involved a ¿reference¿ error on a rotaflow pump, which resulted in the unexpected stoppage of the pump during ongoing v-a ECMO therapy in a critically ill 69-year-old patient with diabetes and cardiac arrest. The clinical team responded promptly by initiating chest compressions and activating the emergency drive within approximately three minutes, followed by replacement of the device. The total time to resume full circulatory support was reported to be around ten minutes. During this period, the patient¿s blood pressure remained stable, and no deterioration in the clinical condition was observed immediately before or after the incident. The displayed error, as reported by the user, included ¿err or!!¿ in the speed and flow display fields, along with the message ¿[reference]¿ in the status area. According to the instructions for use, this indicates that the internal voltage reference was outside the valid range, which results in both an acoustic alarm and immediate pump stop. Post-event analysis involved a full running test and internal diagnostics, but the issue could not be reproduced, and no hardware abnormalities were found. As such, a definitive root cause could not be identified. Reasonable and possible causes may include a transient electronic or voltage instability, internal signal error, or mechanical or electrical influence such as a brief shock or power fluctuation. However, as the reported incident could not be reproduced by the field service technician of getinge, which may indicate that the root cause may be found within a brief power fluctuation. The clinical team noted a ¿crack¿ sound was heard just prior to the event, and the device was reportedly powered via a table tap, which may have contributed to a brief instability - though this remains speculative. No user error has been identified in relation to setup or operation. The clinical team followed appropriate emergency procedures, and no deviations from standard use were reported. While the event does constitute a temporary device malfunction, there is no evidence of persistent performance degradation, and the issue was resolved with replacement of the pump. As stated by the complaint narrative: ¿the pump had been used on a patient who was in a bad condition, and the patient later died, but the pump had only been stopped for a short time and his blood pressure was stable, so there is no causal relationship to this error.¿ therefore, the clinical outcome is believed to be primarily related to the patient¿s medical state rather than the device incident. In conclusion, the device behaved in accordance with its design response to a critical internal error as described in the IFU. While the root cause of the voltage reference fault could not be conclusively determined, all available data indicate that the incident was isolated, and no direct link to patient harm has been established." The review of the non-conformities was performed on 2025-07-22 and during the period of 2012-10-31 to 2025-07-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow device was produced in 2012-10-31. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).